Manufacturer narrative:
Manufacturing site: (B)(4) , registration number: (B)(4). The caravel microcatheter was returned for evaluation. The tip surface had scratch likely by contacting a hard and sharp object. The tip under the scratched surface was crushed. The torn tip surface had a trace of ductile force applied on the tip polymer. Above findings suggested that separation occurred at the joint of polymer-only-segment and braid-and-polymer segment originally located at 2 mm from the distal end of the tip. The separated distal tip was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress exceeding the product design limit might have been locally applied on the caravel microcatheter when the microcatheter was pulled with the tip being caught by the heavily calcified lesion that had wedged into the tip. Consequently, the tip polymer was stretched and the tip segment was torn due to ductile force. It was concluded that this event was not attributed to product deficiency. Additional treatment to retrieve the separated tip was considered a health hazard, and a potentiality could not be completely ruled out that some fragment(s) might be left in the patient as the separated tip segment was not returned. The instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] separation.

Event description:
It was reported that an asahi caravel microcatheter was used for guide wire exchange, from an asahi sion black guide wire that had crossed the lesion to a boston scientific rotawire, to perform rotablation during a percutaneous coronary intervention (pci) to treat a heavily calcified 90-99% occlusion in the left anterior descending artery (lad). When attempts were made to remove the device as the microcatheter was caught by the lesion, the tip of the microcatheter was separated. Two other guide wires were advanced parallel under an unspecified guide extension catheter to entangle the rotawire and the separated tip fragment was successfully retrieved. The procedure was completed with reestablished blood flow. There were no adverse patient effects associated with this event. The patient was fine without problem after the pci.